Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. The medsun report number was moved to section h10: related report number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an error message indicated the sheath air valve was faulty. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted into the patient and an error message appeared indicating it had a "faulty air valve." The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Medsun report number (B)(4).

Event description:
It was reported that an error message indicated the sheath air valve was faulty. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted into the patient and an error message appeared indicating it had a "faulty air valve." The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.